Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discomfort during dwell one of four of peritoneal dialysis on the homechoice. The patient reported that they had a drain volume of 4902ml. The patient stated that they had previously performed a manual fill of 2000ml. During troubleshooting, it was discovered that the patient had the initial drain setting off. The patient's initial drain volume equaled 154ml. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical services representative (tsr) explained the settings to the customer. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.